Event description:
This report is being filed upon notification form our mr MFR of an event that occurred. Problem: the pt was scanned with the torso xl coil with their head first into the magnet. The coil was positioned on the middle part of the body (hips), and the coil cables were crossing the pt at the posterior and anterior side of the left shoulder. No padding was used between the coil, cables, or the pt. A second degree burn of 8 cm appeared after the scan on the anterior side of the left shoulder. The pt was treated with cold water and flamazine.